Event description:
It was reported that after implanting the lead, all measurements could not be obtained. Lead was replaced. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Analysis is normal. No anomaly was found.